Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead had oversensing that resulted in less than two seconds of asystole. It is likely that pacing inhibition occurred. The field representative confirmed that the patient had atrial fibrillation with fusion beats. Intermittent capture in lower rates was also noted. A boston scientific technical services representative was concerned about possible lead dislodgement. Deep breathing was performed and upon inhalation loss of capture was noted. The representative suggested a chest x-ray. No adverse patient effects were reported. This lead remains in service. Additional information was requested. This investigation will be updated should further information be provided.